Event description:
It was reported that after the "percutaneous coronary intervention", pt's cardiac index went down from 3.0 to 0.6 in fifteen minutes and the catheter stopped measuring the cardiac index. Customer noticed the next morning. Follow up indicated that the pt was administered dopamine and dobutamine hydrochloride; however, the doctor believed that the catheter worked fine. Initially, it was believed that the catheter worked fine. Initially, it was believed that the decreasing cardiac index was due to the pt's condition. However, further follow up indicated that the physician was unsure whether the catheter read the pt's cardiac index accurately. Followed up indicated that there was no problem with the placed position of the catheter and the blood temperature.

Manufacturer narrative:
Eval results are the following: eeprom data was normal . Thermistor and thermal filament were continuous. There was no error message on vigilance monitor. All through lumens were patent. The balloon inflated clearly, concentrically, and remained inflated without any leakage. There was no visible damage observed on the returned catheter.